Event description:
It was reported via facility medwatch#: (B)(4) that occlusion occurred requiring additional intervention. The patient presented with reocclusion of the left superficial femoral artery (sfa) popliteal and anterior tibial artery one month following a previous atherectomy procedure. A 2.0mm x 220mm x 150cm coyote was used in the atherectomy procedure. The patient went for a follow up appointment due to leg pain for two days. The patient visited the emergency department, where a vascular ultrasound showed reocclusion of the left common femoral artery (cfa) and a potential foreign body in the right sfa extending from the mid sfa to the proximal popliteal artery. The patient underwent a repeat lower extremity angiogram the next day, followed by thrombectomy and angioplasty of the left sfa and tibial arteries. The foreign body was successfully removed from the patient. The retained foreign object matched with the outer covering of one of the balloons used during the initial angiogram. The object was not noticed on fluoroscopy during the initial procedure due to its transparent, radiolucent nature. No adverse outcomes occurred.

Manufacturer narrative:
B3: date of event: event date was estimated, used the first date in the month of the date provided.

Event description:
It was reported via facility medwatch#: (B)(4) that occlusion occurred requiring additional intervention. The patient presented with reocclusion of the left superficial femoral artery (sfa) popliteal and anterior tibial artery one month following a previous atherectomy procedure. A 2.0mm x 220mm x 150cm coyote was used in the atherectomy procedure. The patient went for a follow up appointment due to leg pain for two days. The patient visited the emergency department, where a vascular ultrasound showed reocclusion of the left common femoral artery (cfa) and a potential foreign body in the right sfa extending from the mid sfa to the proximal popliteal artery. The patient underwent a repeat lower extremity angiogram the next day, followed by thrombectomy and angioplasty of the left sfa and tibial arteries. The foreign body was successfully removed from the patient. The retained foreign object matched with the outer covering of one of the balloons used during the initial angiogram. The object was not noticed on fluoroscopy during the initial procedure due to its transparent, radiolucent nature. No adverse outcomes occurred. It was further reported that the balloon protector was not removed from the coyote balloon during preparation, as it was late in the day and the room was dark. The physician and technician did not realize that the protector had not been removed.

Manufacturer narrative:
B3: date of event: event date was estimated, used the first date in the month of the date provided.